Manufacturer narrative:
This report is filed may 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with topical antibiotics. The implanted device remains.